Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the centrifugal pump stopped while on bypass for approximately fifteen to twenty seconds. The user was getting ready to hand crank, but the unit came back on. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed through data log analysis by the product specialist at the service center.